Manufacturer narrative:
The report was filed in error. The event associated with this reported was previously reported under MDR 1020279-2013-00022.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was required due to disassociation of the insert.